Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard did not fully lock after the device was activated during a functional release test. This occurred with 3 needle guards. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "functional release testing (triggering test) of risankizumab 150 mg/ml: 150 mg/1.0 ml syringe 27ga with needle stick protection batch 1169296 was initiated on (B)(6) 2022. Testing was performed per needle stick protection device by becton dickinson: triggering test stm.p1372. Under the special inspection plan level 1- 4, 1 of the 32 devices tested had a major defect as the needle guard did not fully lock after the device was activated. An additional 283 were tested and 5 more major defects were found for the same failure. The suspected cause of the malfunction is damage to the 4 locking fingers that assures proper function of the needle guard locking fixture. A visual assessment of the syringe found that the 4 prongs at the base of the needle guard were bent.... There were 3 additional failures for the same defect out of 80 units inspected."